Manufacturer narrative:
The returned red lumen was confirmed to be fractured and the failure mode was confirmed. The length of returned lumen, approximately 14cm in length, would align with the pump housing of the impella cp if the lumen was placed correctly. However a full analysis can not be completed because the pump was not returned.

Event description:
An impella cp was inserted for support for ami/cgs. When the peel away sheath was removed and the repositioning sheath advanced, a piece of the easy guide lumen was observed in the patient's vasculature. The piece was easily removed and the repositioning sheath was advanced into position without difficulty. The pump provided support to the patient for approximately three days.